Event description:
While servicing the device for a reported pre-use testing failure, review of the ventilator log history indicated there had been a past occurrence of a gas supplies lost: safety valve open alarm. There was no such event reported by the customer, and there was no reported patient harm or involvement. Loss of both gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. The event was not duplicated by the manufacturers service technician during checkout. The customer refused further service and/or repair.

Manufacturer narrative:
Customer refused further service/repair.